Manufacturer narrative:
The technician adjusted the trendelenburg to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The tech alleged that the trendelenburg was not engaging. No pt impact.